Event description:
Healthcare professional reported left side "deflation of the textured device." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one sharp opening and sharp broken edge of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening in the posterior side assessed as unidentified (tear) opening, and a sharp broken edge of plug strap disk shell assessed as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation of texture device".

Event description:
Healthcare professional reported left-side "deflation of the textured device". Device has been explanted.